Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricular (rv) lead. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of ¿unable to advance stylet¿ was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The cause of the reported event was due to the inner coil clogged with blood. Visual and x-ray examination did not find any anomalies.